Event description:
Customer stated that while ventilator was in use on pt, the breath rate setting changed from 50 to 78 with no intervention by the user. The malfunction did not violate any established alarm parameters. There was no pt injury as a result of the malfunction. The facilities biomedical personnel duplicated the reported malfunction during bench testing.